Event description:
A customer reported receiving an sensor error message while wearing the adc device and was unable to obtain readings. As a result, customer experienced feeling dizzy and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose reading of 54 mg/dl on a hcp meter and provided glucose tube as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an sensor error message while wearing the adc device and was unable to obtain readings. As a result, customer experienced feeling dizzy and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose reading of 54 mg/dl on a hcp meter and provided glucose tube as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with an (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. An extended investigation was also conducted. Visual inspection was performed on the returned sensor, no abnormalities were observed. The sensor was found to be in sensor state 6 with a brownout reset event code 21. A brownout reset is due to a temporary drop in voltage and the puck was showing bluetooth low energy (ble) mode at the time of termination. Visual inspection was performed on the sensor plug/puck and no abnormalities were observed. A linearity test was performed on the puck and the test was within specification. This indicates that the puck's electronics were functioning properly. A known good reader was paired with the puck and a simvivo test was performed. The puck successfully received all bluetooth data and did not brownout. Therefore, the brownout reset event was caused by a faulty ble radio. All pertinent information available to abbott diabetes care has been submitted.